Event description:
It was reported that approximately two weeks post changeout procedure the implantable pulse generator (ipg) implant detect did not complete. It was further reported that the right ventricular (rv) lead exhibited polarity switch due to bipolar impedance and low impedance. The rv lead was reprogrammed and the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post changeout procedure the implantable pulse generator (ipg) implant detect did not complete. It was further reported that the right ventricular (rv) lead exhibited polarity switch due to bipolar impedance and low impedance. The rv lead was reprogrammed and the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.